Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18feb2020.

Event description:
The customer reported that the ventilator could not provide ventilation. It is unknown if the ventilator was being used on a patient at the time of the reported event. The field service engineer (fse) evaluated the ventilator and could not confirm the reported problem. The fse tested the ventilator and all testing passed. No repairs were performed.

Manufacturer narrative:
G4: 18feb2020. B4: 26feb2020. Additional information was received that there was no patient involvement. It is suspected that the problem stemmed from user error as the device successfully passed all testing during evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.